Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Failed pm is confirmed due to a bad oridion board with error 570.6200, replaced it a new oridion board. Updated a new logic board p/n tc10009459 for compatibility. Broken front case and rear case, replaced them with new front and rear cases assembly. Replaced also both new iui connectors for their wear. Performed leak down test and co2 calibration with passing results. Failed preventive maintenance- 10/11/2019 10:57:06 rfc_repairs (rfc_repairs) po for $1,625. Module failed sensor calibration during testing.